Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on july 18, 2025 with lot number 2686000. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, b5, b6, d9, h3, h6.

Event description:
The device has been explanted and replaced with a non-abbvie device.